Manufacturer narrative:
An event of paravalvular leakage in a patient with aortitis syndrome was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Title: the third operation for prosthetic valve detachment caused by aortitis syndrome without aortic ectasia: case report. In (B)(6) 2002, a (B)(6) woman was hospitalized due to the examinations and treatment for ar. The examination confirmed slight fever, an increase in crp and the number of leukocytes. CT examination revealed ar due to aortitis syndrome. A non-abbott mechanical valve (cardiomedics 23mm) was implanted. About 4 month following implant, the patient was re-hospitalized due to degree IV pandiastolic murmur. No anomality was noted on the valve coaptation, and no tumour was found. However, degree iii regurgitation was observed from one third of the valve annulus. Echocardiogram also showed a part of the valve had fallen into the left ventricle. Re-avr was performed 5 months after the first surgery. A 21mm sjm mechanical heart valve(model#:unk) was implanted. Upon implant, the annulus tissue had severe myxoid degeneration with a slight infiltrate of some neutrophils and lymphocytes. Though the patient had been stable for 4 years, the diastolic murmur gradually increased afterward. Echocardiography revealed paravalvular leakage in rcc. Afterwards, cardiac insufficiency was observed, and the paravalvular leakage also became sever. The 3rd avr was performed. Upon explant, it was observed the half circumference of leaflets were prolapsed around the right coronary cusp. The valve was explanted and replaced with cep heart valves (edwards 23mm). Postoperatively, the patient has been in stable condition, with no paravalvular leakage is noted on echocardiography and no other vascular lesions are found so far.